Manufacturer narrative:
In the investigated complaint, the circumstances under which the equipment was damaged remain unknown. However, based on the analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached (lower arm was disconnected) due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. I): operation of side rails should be checked daily by the caregiver. ¿failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail detached due to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. The side rail lower arm was detached from the bed's frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the detachment of the side rail which can lead to a patient fall. There was no indication of the patient involvement. No injury was reported.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer informed that "one of the left side rails is broken and the electrical part is also damaged." The arjo service technician inspected the bed and identified the left-hand foot-end side rail detachment. The lower arm (part of the side rail assembly) was disconnected from the side rail plastic panel. Moreover, side rail cable was cut. There was no indication of the patient involvement. No injury was reported.